Event description:
Complaint description: hosp nurse reported that a high frequency cable ("hf") snapped, flamed and broke into two pieces during a transurethral resection ("t.u.r.") Of a bladder tumor. The procedure was discontinued for approx five minutes while the nurse switched the electrosurgical unit ("esu") and high frequency cable with equipment from another room. The procedure was completed and there were no injuries related to the occurrence.